Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the provided primary operative note was reviewed and did not provide insight into the complaint and/or complaint details. Insufficient clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
The devices, intended for use in treatment, were not returned for evaluation, the reported event could not be confirmed. The clinical/medical team concluded, the root cause of the reported pain and subsequent revision was likely due to progressive adhesions s/p primary tka and a traumatic injury based on the radiology indication of pain s/p fall, the reported loosened tibial component noted on bone scan, and the intraoperative findings of significant adhesions and not a mal-performance of the prosthetic components. The patient impact beyond the reported pain secondary to post-operative adhesions and a traumatic fall and the revision itself could not be determined. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to pain on (B)(6) 2019.

Event description:
It was reported that a revision surgery was performed due to unspecified reasons on (B)(6) 2019.